Event description:
It was reported that one day post implant, the atrial lead exhibited high impedance. The lead also exhibited noise, which resulted in an inappropriate auto mode switch episode. The physician suspected loose atrial setscrew and upon opening the pocket, the lead exhibited loss of sensing. The lead was reconnected and remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.